Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd plastipak¿ syringe before use while drawing up the medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "when drawing the drug, black fm was found in the syringe."

Event description:
It was reported that black foreign matter was found in the bd plastipak¿ syringe before use while drawing up the medication. The following information was provided by the initial reporter, translated from japanese to english: "when drawing the drug, black fm was found in the syringe."

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that fm was found in the syringe. The returned syringe was examined and exhibited white material embedded in the barrel around the 50 unit marking. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyvinyl alcohol. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9014514. All inspections were performed per the applicable operations qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description : "on 23rd january 2019, holdrege received one 1.0ml 29g 1/2in bd insulin syringe of material# : 326611; batch#: 9014514. After visual inspection of the sample, we would confirm that it is fm on the barrel tip. Complaint: embedded fm on the body of 1ml barrel. Molding process: the mold press receives resin into the hopper. The resin is then fed into the barrel via rotation of the reciprocating screw. The resin is melted and pushed into the mold. The mold profiles the melted resin into a shape. The resin is cooled. The mold then ejects the molded parts. Root cause: the returned syringe was examined and exhibited white material embedded in the barrel around the 50-unit marking. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyvinyl alcohol. Alcohol will be used only while cleaning the mold face, 5-complete shots will be purged into grinder before diverting the parts into good product. Verified if the robot was diverting the parts to the grinder and it passed the inspection. Did not have any notification pertaining to the complaint. Therefore root-cause cannot be determined, but complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.